Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00175. This report is being submitted as additional information. Approximate age of device ¿ 2 years and 7 months. Manufacturer's investigation conclusion: a specific cause for the elevation in the patient¿s lactate dehydrogenase (ldh) cannot be conclusively determined. Log file contained approximately 46 days of data, spanning from (B)(6) 2017 at 11:04 to (B)(6) 2017 at 14:15, and captured the device operating as intended. Log file contained approximately 40 days of data, spanning from (B)(6) 2017 at 21:39 to (B)(6) 2018 at 14:04, and captured a transient elevation in power greater than 15w on 1/2. Additional transient elevations in pump power and estimated flow were captured on 1/2 and 1/3. It was reported that the patient experienced elevations in their ldh and had a subtherapeutic inr. The patient did not have any symptoms of hemolysis and remains ongoing on the device. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced elevated lactate dehydrogenase (ldh). Additional information was requested, but was not provided.